Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cellulitis issues on (B)(6) 2026. On sunday, she went to the emergency room and was prescribed an antibiotic for cellulitis on the abdomen. The area was red, painful, and swollen. She stopped the medication, changed the site, and then resumed the medication. The patient believes swimming in a saltwater pool caused the infection. She reports the condition is improving but not yet fully resolved. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.